Manufacturer narrative:
Pump trace download analysis confirmed the pump alarmed power error 25 and replace battery alert. The power management tool confirmed power error 25 and replace battery alert, was triggered battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that, the customer received power error detected alarm. The blood glucose value was unknown at the time of incident. Power error detected recurred within a week of troubleshooting of previous occurrence. Customer reports pump has not been exposed to temperatures below 5 degree celsius. Customer advised to replace the insulin pump and refer to back up plan. The insulin pump will be returned for analysis.